Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -10/2.0/103 (sphere/cylinder/axis), implantable collamer lens tore during injection/delivery into the patients right eye (od) on (B)(6) 2019. There was patient contact but no patient injury. A spare lens was implanted and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens returned stuck in a cartridge in a specimen cup. Visual inspection found: lens stuck in cartridge, plunger overridden and foreign material on cartridge. Claim#: (B)(4).